Manufacturer narrative:
(B)(4). The sample was not returned, however a picture was available for inspection. The reported issue of misassembled- minicap sponge out of cap was confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Event description:
A nurse reported to baxter an issue of misassembled minicap found before use. The nurse stated that the sponge was out of the cap. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.